Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator (epg) was turned on the patient went into ventricular fibrillation (vf). It was noted that the external pacing wires were implanted at the time. The epg was then reprogrammed. No further complications were reported as a result of this event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per d00916038. A correction is being submitted for an update to b1, b2, and h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.